Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tech states that the rear right locking caster has broken on the unit.